Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a sensation medium oval snare was used during a colonoscopy procedure. According to the complainant, during the procedure, the physician felt resistance when opening and closing the device. When force was applied, the loop wire suddenly extends and suddenly retracts. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.